Event description:
Procedure type: colectomy. According to the reporter: the customer reports that the device did not staple properly. The device fired part way and there was poor staple formation which resulted in unanticipated tissue loss.

Manufacturer narrative:
(B)(4).